Event description:
It was reported that an unknown vns patient underwent generator and lead explant due to an infection. It was reported that the patient had been recently implanted with vns when the infection developed. Attempts to obtain additional relevant information have been unsuccessful to date.